Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced endobronchial tube was received and evaluated for the reported "cuff won't deflate" event. Visual examination of the returned device showed no anomalies. Both bronchial and tracheal cuffs were inflated/deflated three times without issue. The reported event was not confirmed.

Event description:
A report was received stating, during patient use, an endobronchial tube's cuff did not deflate as it was intended. The reporter stated the cuff passed 'prior to use' testing. Though requested, information regarding recannulation of the patient is unknown. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)